Event description:
It was reported that while connecting the lead to the external pulse generator's temporary cable, a loss of capture was observed. The physician withdrew the lead from the cable slightly, and capture was established. The lead was used with the external pulse generator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).